Event description:
On (B)(6) 2013 the lay user/ patient contacted lifescan (lfs) alleging he was unable to test because his onetouch verioiq meter was powering off during use. This complaint was classified using the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 9:30am. The patient reported using non adjusting insulin to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported immediately after the issue occurred, he felt "light headed and thirsty." The patient denied receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca was able to determine there was no misuse of the product and this was not the first time the meter had been used. When the cca educated the patient about the meter's behavior and the auto shut off function, the alleged issue was not resolved. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claimed due to the alleged issue, he was unable to test his blood glucose and developed symptoms suggestive of hyperglycemia.